Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump miscalculated boluses. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Customer¿s blood glucose level was 315-386 mg/dl. It was also reported that the pump's usb port was damaged, and the pump battery intermittently could not be charged properly. A pump replacement was sent to resolve the issue.